Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that during cardiopulmonary bypass the perfusionist was unable to get co2 levels below 50. The perfusion hooked the oxygenator up straight to bottled o2 with no change. The procedure was completed with this oxygenator. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage observed to the oxygenator.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of the device being used. Additional visual inspection showed a void in the top cap adhesive seal. Pressure integrity testing showed no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results as reported below: 381 ml/min 02 xferc -14 ml/min co2 xferc 181 mm/hg delta pblood the reason for return was confirmed due to the cap leaking o2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.